Manufacturer narrative:
Combination product: yes. According to the case description a significant prox. Mid. Lad lesion was treated. Approximately 20 to 30min. After the treatment the patient was examined for anterior st elevation with suspected stent thrombosis. Examination revealed complete occlusion at the distal end of the des previously implanted in prox. Lad. The treatment was finished with the successful placement of another three des, good angiographic outcome. Dapt was initiated. The device itself was not returned to biotronik and could therefore not be subjected to a technical investigation. However, the provided report and the angiographic material provided was reviewed. Further the production documentation of both products was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Review of the production documentation for the product detailed above confirmed that both devices were manufactured according to specifications and fulfilled all the requirements of inprocess and final inspection. Based on the reviewed documentation and the conducted investigation no device deficiency or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. Shortly after index procedure (20-30 min afterwards) patient suffered from reinfarction with vessel occlusion.